Event description:
A surgeon reported that following a multifocal intraocular lens (iol) implant procedure, the patient did not achieve near or intermediate visual acuity. The lens was exchanged for an unknown monofocal lens. In a follow up a technician reported the event resolved following the lens exchange procedure. In the opinion of the surgeon, it is unknown if the lens caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was received on (B)(4) 2013. (B)(4).